Event description:
It was reported that a pt underwent a sling procedure on an unk date. For four yrs following the procedure the pt experienced urinary symptoms of urgency, frequency, and intermittent dysuria. The pt was treated with antibiotics for recurrent urinary tract infections, and different anticholinergics. Physical exam revealed a large rectocele. Cystoscopy revealed an encrustation and stone formation over the sling mesh entering the bladder. The encrustation was fragmented and the exposed tape was removed. At the three month f/u, the pt remained asymptomatic without recurrence of stress urinary incontinence.

Manufacturer narrative:
(B) (4) (rectocele, bladder stones): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.